Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text: not returned to manufacture.

Event description:
Consumer reported upon insertion and removal of an unspecified number of tampon applicators, she noticed pledget pieces on the applicator. After removal of the unspecified number of tampons from her vaginal cavity and after wiping with toilet paper, she noticed pledget pieces on the toilet paper. She reported feeling confident that no pieces of pledget remained in her vaginal cavity. Multiple attempts have been made to check on the consumer's current status; however, no further information has been received.